Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the noise reported from the foot pedal after the shutter mechanical switch movement, was not heard; the general sound was normal, the energy and function of the equipment are normal too. According to the in-site inspection performed, the reported failure could not be found. Therefore, the reported allegation is not confirmed. Based on review of all information available and analysis results, a conclusion code of no problem detected was assigned to this investigation. (B)(6).

Event description:
It was reported that during a procedure, the console emitted abnormal sounds, this event occurred when the patient was under general anesthesia and the procedure was still in progress. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.